Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient reported being hospitalized for peritonitis. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency room with a several day history of abdominal pain, nausea, vomiting and then developed chills, fever and worsening pain. Her dialysate was still clear. She was admitted for peritonitis. She was also found to have gastroparesis. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Complaint sample was not available for evaluation to confirm the alleged product malfunction. Therefore the complaint is deemed as not confirmed. The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product was available from this lot from distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications. Clinical review of the medical record did not reveal a possible association between the fresenius dialysis products and the events of peritonitis and gastroparesis. However, there is a possible association between the moderate wall thickening of the majority of the colon and the event of escherichia coli peritonitis.

Event description:
The patient was admitted to an intensive care unit and initiated on broad-spectrum antibiotics.